Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient felt like there wasn't enough energy going to the ins, and the system was working until yesterday. They noticed their tremors were coming back, and today the tremors were bad. The caller mentioned they changed batteries in the patient programmer (pp), turned it off/on but the patient felt like it wasn't working. Troubleshooting was performed and the caller interrogated the ins. Initially, the pp showed the splash screen, but the caller realized the old batteries were still in the pp and replaced them on the call. They interrogated the ins and it showed on and ok with amplitudes at 1.50 and 1.80 on group a. The caller indicated the patient had only ever decreased stim. They were redirected to the managing physician to see if stim should be increased. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the system not working and return of tremors was due to the consumer needing a new implantable neurostimulator (ins). Due to this the ins was replaced to resolve the issue. No further complications were anticipated.